Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stage 3 compartment failure, rectocele, enterocele, stage 2 vault prolapse, mixed urinary incontinence, overactive bladder, chronic inflammatory bladder disease, incomplete bladder emptying, nocturia, urinary frequency and urgency, urinary tract infections, urinary retention, muscle spasm, gross hematuria, recurrent infections, and dysuria. The device remains implanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams apogee system - (B)(4). Ams apogee system with pc coated intepro lite - (B)(4). Ams elevate (not specified) - (B)(4). Ams elevate anterior prolapse repair system - (B)(4). Ams elevate anterior prolapse repair system with intepro lite - (b()4). Ams elevate pc anterior prolapse repair system with intepro lite - (B)(4). Ams elevate pc posterior prolapse repair system with intepro lite - (B)(4). Ams elevate posterior prolapse repair system with intepro lite - (B)(4). Ams perigee system - (B)(4). Ams perigee system with intepro - (B)(4). Ams perigee system with pc coated intepro lite - (B)(4). Unknown graft mesh - (B)(4).